Event description:
It was reported that the device was in use for infusion with home care patient. The reporter stated the administration kit "broke" during infusion of antibiotic. The reporter stated the patient's caregiver stopped the infusion, applied a clamp to the set and applied a cap to the patient's central venous catheter. The reporter stated the patient reported to hospital to get a replacement administration set and continue the infusion. No adverse effects to patient reported.